Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd introsyte introducer experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Introducer breakage / defective or damaged introducer, and introducer needle dull / blunt. Patient was uncomfortable because of the malfunction which led to anxiety. Due to a longer procedure duration, patient needed reassurance.

Event description:
It was reported that the unspecified bd introsyte introducer experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Introducer breakage / defective or damaged introducer, and introducer needle dull / blunt. Patient was uncomfortable because of the malfunction which led to anxiety. Due to a longer procedure duration, patient needed reassurance.

Manufacturer narrative:
H6: investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no material number, sample, batch, or lot code was provided. A device history review could not be completed as no batch number was provided.